Event description:
It was reported that a damaged barrel was found before use a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "a barrel was cracked."

Manufacturer narrative:
H.6. Investigation summary : samples were received and an investigation was performed. This is the 1st related complaint for barrel damaged/cracked for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch #77324 was created for damaged barrels. The oven timing was off. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged barrel was found before use a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "a barrel was cracked."